Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that there was a foreign body inside of the sterile packaging.

Event description:
It was reported that there was a foreign body inside of the sterile packaging.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: residues like blue ink were found on the handpiece and the tube. The failure identified in the investigation is consistent with the complaint record. The probable root cause could be cyclohexanone rubbing the activation button during manufacturing process.